Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Surgeon had an issue with one hole on the variable angle two column plate 6 x 3 holes right. The distal hole on the ulna side of the plate did not retain the va locking screw even though the push drill guide was used through the guide block initially. The screw had to be removed via a dorsal incision. The plate was removed and the hole was checked and appeared to lock normally. The plate was then placed back in the patient and all the screw holes were filled normally. On final x-ray, the same screw appeared long this was again through the plate and was removed via the same dorsal incision. Another screw was placed in the second row on the ulna side.